Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed err67 on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. Unable to get receiver to communicate with global tool, receiver log was not downloaded. The reported event of an error icon display was not confirmed. A root cause could not be determined.